Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jun-2026, a sales representative reported via email that the 3.5 mm biocomposite swivelock anchor from the ar-1688-cp internal brace ligament implant system broke during insertion when the eyelet detached from the anchor prior to final fixation. The anchor subsequently fell apart and was retrieved. The case was completed using another ar-1688-cp internal brace ligament implant system. This event occurred during an atfl internal brace/brostrom procedure on 05-jun-2026. No patient harm was reported. Additional information was received on 11-jun-2026: the affected implant was removed and no portion remains in the patient. The case was delayed three minutes and it is uncertain if additional anesthesia was administered.